Event description:
It was reported by service report that the manifold rod side hose fitting was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Manifold rod side hose fitting.